Event description:
It was reported by central processing that the there was a chip in the ball tip blade attachment. Was not found during case and no delay was experienced. No replacement device was used.

Event description:
It was reported by central processing that the there was a chip in the ball tip blade attachment. Was not found during case and no delay was experienced. No replacement device was used.

Manufacturer narrative:
Evaluation summary: a review of the DHR revealed no discrepancies in material or manufacturing. Dimensional check revealed no deviations in the relevant undamaged areas. Appearance of damage indicates extreme load application. The failure mode could be reproduced by application of high undue forces (torsion load). Traces of use confirm that the devices had been used frequently until damage during the past 6 years. We regard to the event as user related.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.